Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event, which did require medical intervention and emergent food intake to raise her blood sugar level. When the consumer arrived at the emergency room, they tested the consumer getting a result of 34 mg/dl on their unk blood glucose meter. During the call to customer support, it was revealed that the consumer did not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.